Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker I" confirmed via ultrasound. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker I" confirmed via ultrasound. This record is for the right side. The device was explanted.